Manufacturer narrative:
Device unique identifier (UDI) unavailable. No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the grey instrument tracker was defective. There was no patient involved.

Manufacturer narrative:
The tracker was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The side tabs were sticking. Both side tabs on the returned tracker were stuck in the open position. Otherwise, the tracker receives known good instruments without issue. With markers attached and fully seated, the tracker returns good geometry and divot error readings with normal tracking. If information is provided in the future, a supplemental report will be issued.